Event description:
It was reported that a power-on-reset (por) message with error code of 23 was seen on the clinician programmer while recharging the implantable neurostimulator (ins) before use. This occurred the day before a case where the ins was to be implanted on the patient. The por was able to be cleared and were able to get to the lead configuration screen on the clinician programmer. The ins was implanted in the patient and was able to be recharged normally. The patient was reported as receiving good stimulation post operatively and was doing well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, serial# unknown, product type recharger. Product ID 8840, lot# unk, product type programmer, physician. (B)(4).